Manufacturer narrative:
The returned product was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear on the side of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The lumbar catheter met the requirements for leak and patency testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that preoperatively, when the nurse tested the strata nsc valve, it was found to be leaking.